Event description:
The patient was implanted with the vivistim system on (B)(6) 2026. During an in-clinic therapy session on (B)(6) 2026, the patient experienced abdominal cramping while performing adapted sit-ups and was transported to the emergency department by ambulance. The patient was observed for approximately 2-3 hours, treated with a muscle relaxant, and the symptoms resolved. Follow-up with the implanting surgeon identified no concerns regarding device function or implant status. On (B)(6) 2026, mobia became aware of a second emergency department visit for dizziness and spasms, in which hospital admission was recommended per ER visit but patient declined. On (B)(6) 2026, a therapy development specialist (tds) attended the patient's therapy session, collected saps and ipg log files, and obtained follow-up information. The patient reported a pre-existing history of dizziness and vertigo prior to vivistim implantation and believed the symptoms were related to increased therapy effort rather than the device. Device log review confirmed the ipg remained programmed as intended with no evidence of device malfunction. The patient reported satisfaction with progress using the vivistim system. The vivistim system remains implanted.